Event description:
Customer reportedly received results of hi (greater then 600 mg/dl) on advantage system 1 and 152 mg/dl on advantage system 2 within 10 minutes. Comfort curve test strips were used. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 551331, expiration date 07/31/2011). (B)(6).